Event description:
It is reported that a customer stopped using their insulin pump because the meter did not work. The customer's blood glucose was not recorded. The customer stated that they went into a diabetic coma three years ago and woke up with a brain injury. The customer has been out of the hospital since then and does not want to discuses the hospital visit any further. The customer was told that they will need a reservoir and infusion set to get the pump working again. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.